Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted on (B)(6) 2018. The iol was explanted due to unexpected post-op refraction and the patient's complaint of blurry vision. The iol was initially implanted into the patients right eye on (B)(6) 2018 with the patient complaint of blurry vision on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4) .